Event description:
It was reported that the patient has experienced an increase in seizures since (B)(6). Clinic notes dated (B)(6) 2014 note that the patient's seizures seem to have worsened over the past year or so. The notes indicate that the physician is concerned that the generator battery may be wearing down. The patient was referred for surgery. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
Analysis of the generator was completed. The pulse generator module performed according to functional specifications in the analysis lab. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Additional information was received stating that the vns patient began experiencing an increase in seizures on (B)(6) 2014. The increase in seizures was back to pre-vns baseline levels and attributed to battery depletion and resulting loss of therapy. The patient underwent generator replacement surgery on (B)(6) 2014 due to end of service. The explanted generator was returned to the manufacturer where analysis is currently underway. The increase in seizures from (B)(6) 2013 was reported in manufacturer report # 1644487-2013-03474.